Event description:
During device evaluation, peeling was observed at the adhesive joint of the illumination lens on the fiberscope. There was no report of patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.